Event description:
The pump was returned for investigation. Investigation revealed that an unexplained power event that lasted several days had occurred. There was no damage to the product found during the investigation. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history found an unexplained power event that lasted several days. It was originally reported that the pump had a power issue and was damaged. During evaluation, no cracks or other damage were found to the pump. The battery cap was not returned with the pump. The pump rewind, load, and prime steps were performed with no loss of power occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power. The pump was opened and no further defects were found. The power issue was confirmed in history but was not able to be duplicated during the investigation.